Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose of 404 mg/dl and had large ketones. It was reported that blood glucose was as high as 553 mg/dl when customer was asleep. Customer was treated through the early morning with bolus delivery and blood glucose dropped to 130 mg/dl but still had ketones. Customer's high blood glucose began on (B)(6)2016. During troubleshooting it was found that drive support cap appeared normal. It was also reported that customer received a no delivery alarm during bolus; partial bolus was delivered and then no delivery alarm was received. During troubleshooting for no delivery it was found that cannula was bent. Caller was assisted with changing infusion set and priming. Caller reported that serter may need to be replaced.